Event description:
Customer reportedly obtained results of 557 mg/dl and 210 mg/dl on the advantage system within 10 mins. Customer took 70 units of novolog insulin based on 210 mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent.